Event description:
It was reported that the programmer was slow and unresponsive at times, after installing a software update, when doing threshold testing on icds (implantable cardioverter defibrillators). An error message was generated, which cleared by cycling the power. Replacing the programmer rf (radiofrequency) head was successful on one occasion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was analyzed and no anomalies were found. The software was reloaded as a preventative measure.